Manufacturer narrative:
Other (failure to expand). According to the complainant, the suspect device is not available for return. A device evaluation cannot be performed; the cause of the reported malfunction is undetermined. The complainant was unable to provide the suspect device lot number, the lot number reported does not correspond with the device; therefore, the device manufacture and expiration dates are unknown.

Event description:
It was reported to boston scientific corporation that an ultraflex precision colonic stent system was used during a colonic stent placement procedure. According to the complainant, the stent did not deploy properly; it appears that the middle has folded in on itself. Reportedly, the stent is expected to open further over the next few days and was considered patent enough for air to pass through it. There were no patient complications reported as a result of this event.